Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, a fluid loss alarm occurred with eight minutes left in the ablation phase of the procedure, a subsequent fluid leak was noted. The procedure was paused, seal was reestablished and the case was continued. A second fluid loss alarm occurred with approximately one minute left in the ablation phase. The physician visualized saline in the speculum and noted that the two raytechs were wet. The procedure was not completed due to this event. The patient reportedly sustained a superficial burn to her cervix and right lateral wall of the vagina. The affected area was treated with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.